Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of air embolism requiring intervention was reported during a left atrial appendage closure (laac) procedure where the versacross transseptal sheath and versacross rf wire were used for the initial transeptal puncture. Transseptal puncture was successfully completed and the versacross transseptal sheath was removed from the patient with the versacross rf wire maintaining transseptal access. The watchman sheath/dilator (boston scientific corporation) was being advanced over the versacross rf wire to the left atrium when an anomaly was noted in the left atrial appendage on transesophageal echocardiogram. The watchman sheath/dilator was removed. The physician attempted to aspirate the air unsuccessfully. The procedure continued with the watchman devices. The laac procedure was later aborted due to patient anatomy. The patient is reported to be fully recovered. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with MDR report number 9710452-2022-00045.